Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device is unable to discharge. A good faith effort was made to obtain additional information associated with this complaint evaluation, but the customer has declined any further service, so there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was unable to discharge. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.